Event description:
It was reported that episodes of auto mode switching (ams) resulting from atrial oversensing were observed via merlin@home transmission. The oversensing appears to be a result of noise on all the channels but is being oversensed only on the atrial channel. This was likely a result of some kind of emi. The oversensing led to inappropriate ams episodes. The patient will continue to be monitored. No consequences to patient.